Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe does not fit through the cannula ports. Procedure details and patient impact have not been provided. Additional information received clarified that event occurred during posterior vitrectomy surgery. The surgery was completed by disconnecting the laser probe and connecting another laser probe. There was no harm to the patient.

Manufacturer narrative:
The laser probe was received for evaluation. A visual assessment of the returned sample revealed no obvious non-conformities. Further evaluation using a microscope, the sample was found to have an unknown debris on the tip. However, how or when this nonconformity occurred remains inconclusive. It should be noted that the laser probes are visually inspected during manufacturing, to verify the tips are conforming. Based on the information available, the customer reported event cannot be confirmed. The manufacturer will continue to monitor data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).